Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: or staff tagged the instrument as "repair". Upon a visual inspection of the instrument the wires around the wrist of the instrument looked frayed. We manually were able to open and close the grips. However, this instrument was not attached to a machine to test. Device was submitted for return and shipped back to intuitive.